Event description:
The complainant reported that during impella 5.5 support for a male patient, the automated impella controller (aic) displayed a "purge pressure high" alarm followed by a "purge system blocked" message. The issue resolved by itself without any manipulation. However, soon after there was a "purge pressure low" alarm. A drop was noted outside of the pressure reservoir. There were no kinks observed. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of high purge pressure was not determined as no product was returned and insufficient clinical information was provided. In accordance with updated procedures, sections d6 have been revised from the initial submission.